Event description:
It was reported that the manufacturer representative received a call from a nurse practitioner about the patient. The patient was seen at their health care provider¿s (hcp¿s) office on (B)(6) 2014. The battery longevity was checked and was 90 months and impedances were normal at that time. The patient was reprogrammed at this appointment to 3 positive, 0 negative, and 1 negative. The patient was seen again today and the longevity was 1.5 months. The hcp wanted to know why there was a large change in longevity. The hcp found a short circuit of less than 50 ohms with electrode combination 0 and 3 during a routine impedance check at the office. The manufacturer representative suspected that the patient didn¿t have their battery interrogated after implant until (B)(6) 2014. The patient reported that they weren¿t getting any relief or results when seen by the nurse practitioner on (B)(6) 2014 and when they interrogated the implantable neurostimulator (ins) they found there was no history and reprogrammed the patient with 4 standard programs. On standard program c1 and c4 which used the 0 and 3 electrodes the patient didn¿t feel any stimulation at high settings. On another program, c2, the patient felt discomfort at the ins area and with program c5 at 2.5v the patient was getting better relief than they had been for a while and they left the patient on this program. The manufacturer representative did not have all impedances at the time of the call and only knew that 0 and 3 was less than 50 ohms and all impedance measurements other than that were within normal parameters. The manufacturer representative was not aware of any impedances at implant and the cause of the issue was not determined. The hcp and manufacturer representative were aware that since electrodes 0 and 3 were still used in the programming that the ins would drain at a higher rate. The hcp was planning on calling the patient and have them try program c6 with 3 positive, 2 negative, and 1 negative to see if they still received effective therapy. If not they would have the patient remain on c5. The action taken to resolve the event was that the patient was programmed with electrode combinations that did not involve the ones with impedances. They planned to bring the patient back in a couple of weeks to check the device and they would not been seen by the hcp for 2 to 4 weeks. The manufacturer representative did not know when the patient started not getting symptom relief and did not know how the patient was doing now. No outcome was reported regarding the event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# v568715, implanted: (B)(6) 2010, product type lead; product ID neu_unknown_prog, serial# unknown, product type programmer, physician. (B)(4).